Manufacturer narrative:
Method: manufacturer review of x-rays of implanted device. Results: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
A vns treating physician reported that their recently implanted vns patient has high lead impedance on their system diagnostic testing. The patient does not feel the stimulation even when the therapy was raised to 1. Ma. The vns was first programmed on the (B)(6) 2010, at 0.25 ma, magnet 0.50 ma. The patient may have had a fall prior to their high impedance being attained. Their vns has been programmed off and pending surgery, but no surgery date at this time. X-rays were reviewed by the manufacturer, no gross lead discontinuities visualized.